Manufacturer narrative:
Device evaluated by MFR.: the device was not returned by the costumer, nevertheless the costumer attached pictures of the device and it was observed that the polymer jacket was detached/separated at distal tip section.

Event description:
It was reported that guidewire coating issue occurred. Vascular access site was obtained via femoral artery. The 100% stenosed target lesion with a significant bend of more than 45 degrees was located in the mildly tortuous and moderately popliteal artery. A 300cm v-14 control wire was used during popliteal angioplasty case. However, the black polymer sleeve section of the guidewire peeled off. The damaged device was removed completely from the patient. The procedure was completed with new v-14 control wire. No patient complications were reported, and the patient condition was stable.